Event description:
A physician was looking for ideas for troubleshooting an hai catheter. The pump seemed to be infusing accurately a they don't have a residual volume discrepancy, however they went to check the catheter placement and tried to both aspirate and inject through the cap and couldn't. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)